Manufacturer narrative:
(B)(4): review of the pump settings confirmed insulin to carbohydrate ratio was set to 1u:7g, the insulin sensitivity factor was set to 50 mg/dl, the bg target was set to 160 mg/dl +/-10 mg/dl. Using these patient settings, an ezcarb bolus for 135 carbohydrates was performed with actual blood glucose (bg) at 197 (per patient report), the pump correctly calculated a 20 unit bolus. The bolus was performed and accurately recorded in the pump history. The pump was exercised for 24 hours on a 1 unit per hour basal program and no 0.00 units boluses were recorded in history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There were no hypersensitive keypad buttons noted on testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that a 20.85 unit bolus dose of insulin given on (B)(6) 2012 was not recorded in the pump history. The patient also reported there were 0.0 unit boluses recorded in the pump history. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.